Event description:
It was reported that 7 of the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: one inch needle was occluded.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-mar-2023. H6: investigation summary: it was reported that the needles were clogged. To aid in the investigation, three samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples expelled the solution with normal flow. A device history record review was completed for provided lot number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 7 of the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: one inch needle was occluded.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.